Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, the wiring of the electrode belt interface connector was found to be intermittent, causing an intermittent connection with an electrode belt. The cause for the intermittent wiring cannot be positively identified. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.

Event description:
The son of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor displayed a message asking the pt to contact zoll for servicing. Reviewing the pt's download revealed service code 107- abnormal shutdowns. The pt was issued a replacement monitor.